Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported in a journal article that during a period from 2015 to 2020 they followed numerous pediatric patients, that underwent transvenous right ventricular (rv) lead extractions. There were 28 patients with a total of 41 rv leads extracted. It was indicated that this specific rv lead was prophylactically extracted due to a procedure upgrade. The rv lead was discarded. Besides surgical intervention, no adverse patient effects were reported. New information was provided by the physician who wrote the article. The physician reported that 2 patients with rv leads were explanted due to an unknown lead malfunction. A different lead was successfully implanted. The explanted lead was discarded and will not be returned. Attempts to obtain the serial number of the leads have been unsuccessful. Besides surgical intervention, no adverse patient effects were reported.